Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was difficulty recharging the ins. The patient reported that the controller indicated a ¿no device found ¿screen 16. The patient reported that lost weight and think the ins may have moved. A replacement antenna was requested. The patient reported seeing the passive recharge mode numbers all displaying 100. The patient reported that they moved the rtm into the air and the numbers remained 100. No patient complications have been reported because of this event.